Event description:
During an endoscopic ligation of esophageal varices, the physician used a cook endoscopy 6 shooter saeed multi-band ligator. The user reported experiencing very high resistance in the trigger cord when attempting to release a band. One band deployed from the ligator barrel at an angle and only mucosa was captured. The procedure was able to be finished with this device. The pt experienced small bleeding with spontaneous hemostasis. No intervention was necessary. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence other than what is described above.

Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. Only the ligator handle and trigger cord were included in the return. The ligator handle was returned in the firing position. Because the ligator barrel was not included in the return, we are unable to perform a functional test regarding band deployment. However, the beads located on the trigger cord that enable band deployment were examined. One of the beads located on the trigger cord has moved distally approx 2.5cm. Movements of this bead could cause the reported band deployment difficulty as well as angled deployment. The bead was examined under magnification. The bead is round and had been trimmed appropriately. However, the material that forms the bead did not completely cover the trigger cord. Improper coverage is the most likely cause for bead movement and the reported occurrence. We reviewed the bead to trigger cord subassembly device history record as part of our investigation. No discrepancies or anomalies were found during this review. During manufacture of the subassembly, the bead to trigger cord joint is subjected to a destructive test to ensure device integrity. All data listed in the subassembly device history record for this device met the appropriate specifications. After a review of the device history record for the finished goods lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of difficulty with band deployment is rare. Conclusions: band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to band deployment difficulty includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the knot must be seated into the hole or the handle will not function properly. The instructions for use direct the user to place the handle in the two-way position and loosen the trigger cord slightly if the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). The instructions for use direct the user to remove the endoscope and attach a new ligator if more bands are required. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the appropriate personnel have been informed of the laboratory observation related to the bead on the trigger cord in an effort to heighten awareness. A corrective action has been implemented in an effort to reduce occurrences of difficulty with band deployment. This product was manufactured prior to implementation of this corrective action. The likelihood of band deployment difficulty is rare. Customer quality assurance will continue to monitor for complaint trends.